Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408560 model: sc-2408-56 serial: (B)(6) batch: 19913489 product family: scs-paddle leads-MRI upn: m365sc8416700 model: sc-8416-70 serial: (b)(6 batch: 7037426.

Event description:
It was reported that the patient underwent a lead replacement procedure due to lead migration. The patient was doing well postoperatively.